Event description:
It was reported that a malfunction alarm occurred with malfunction code malf 9, but no prior notable events were noted. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer by providing pump reset information, after which the malfunction code did not recur. The customer was instructed to continue using the pump and advised to call back if the issue happened again.